Manufacturer narrative:
(B)(4).

Event description:
The patient reported he had a lump that formed within 2 weeks of his staples being removed from (B)(6) 2011 surgery for pump replacement. Patient stated that lump was located about 2 inches above beltline near lumbar spine; near catheter tip. The patient stated hcp was aware of lump and advised him it was a "cerebral spinal fluid leak." The patient reported that last week, he started to have severe headaches. It was reported that the hcp stated there was a tear in the dura and the catheter may have moved. A catheter revision was scheduled for wednesday morning. The pump was used to deliver morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709, lot # j0039976r, implanted: (B)(6) 2001, explanted: unknown.

Event description:
Additional information received reported the patient's catheter was replaced on (B)(6), 2012.